Manufacturer narrative:
(B)(4). Batch # r5726m. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device was stuck on stomach tissue on the first firing with a green gst reload and buttressing material. The powered reverse button did not retract the knife blade. The manual override mechanism broke while being used and it did not retract the knife blade. The surgeon resected the tissue out of the jaws to remove the device. Procedure was completed with another device of the same product code. The post-op leak test showed no issues with the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5726m. Device evaluation: the analysis found that one plee60a device was returned with the anvil bent upwards and damaged knife slot area. Additionally, the bulkhead was noted to be broken and missing. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60g cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. Upon further evaluation the firing and opening mechanism were noted to be jammed. Additionally the cartridge body and drivers were noted to be damaged and the knife was buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.